Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typial appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by alcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/2/98).

Event description:
The iab leaked. Blood was noted in the catheter tubing. The balloon was removed from the pt. (Multiple event to customer complaint number 98-00374 and 98-00375). [Event complications]: none reported-reported 5/12/98. [Pt's current status]: unk-rpt'd 5/12/98.